Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range. Boston scientific technical services (ts) recommended to review the patient in the clinic to assess the alert and increase the up rate measurement. This rv lead remains in service. No adverse patient effects were reported.